Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on (B)(6)2002. And suture was used. During the procedure, the suture broke. There were no patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photo analysis: upon visual analysis of the image received. A labeled winding former with with a dispensed needle/suture was observed. The product code for this complaint should be nw844. As part of our quality process, the manufacturing records for this lot serial number were reviewed and manufacturing standards were met prior to the release of this lot. No conclusion could be reached as to the cause of the reported complaint as the sample was not returned for analysis. As part of quality process, all devices are manufactured, inspected and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/14/2022. H6 component code: g07002 no device problem found. H3 investigational summary: complaint sample: one photograph of complaint sample received for code nw844 lot v1004. Upon preliminary photographic evaluation it has been observed that the provided photograph is of genuine ethicon india manufactured product. Complaint sample photograph was reviewed against mentioned voc performance- breakage suture but same was not evident in complaint sample photograph. Manufacturing records review: as a part of investigation batch manufacturing record was reviewed for code nw844 lot v1004. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good test records were reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch card review, it has been observed that there was no issue related to the suture quality and processing of this incident lot. Retained sample evaluation: five retain samples of incident code nw844 and lot v1004 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for needle pull test and found to meet the specification. As the complaint is related to performance - breakage suture, knot tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to be 33.61 n and value at release was found to be 30.56 n which meets the usp average knot pull tensile strength requirement i.e. Nlt 14.10 n. All the individual as well as average knot pull tensile strength test values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The reported incident is one and isolated case for code nw844/lot v1004 no other event was reported for same description from other parts of country where this lot was distributed. Based on the analysis this is not a confirmed complaint. Considering above investigation adequate to address the reported complaint, this complaint is recommended for closure approval. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.